Event description:
It was reported that the patient experienced vessel perforation. The target lesion was located in the right coronary artery. A 6f long guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that back up failure occurred with an al1 non bsc guide catheter shape, so the 6f guidezilla ii was inserted. However, it was further noted that when the guidezilla ii was inserted, coronary artery perforation occurred. Consequently, bleeding was tried to stop with a perfusion balloon. Intravascular ultrasound (ivus) confirmed hematoma formation; then a non bsc drug eluting stent was placed and bailout was performed. The procedure was completed. No further patient complications were reported and the patient's status was stable.